Manufacturer narrative:
Device passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, self test and displacement test. No unexpected no delivery or insulin flow blocked alarm and device test failed noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had high pressure test was failed. No harm requiring medical intervention was reported. The customer reported that they experienced hyperglycemia as well as hypoglycemia. The customer¿s current blood glucose level was 160 mg/dl. The customer was assisted with troubleshooting. Customer was using insulin pump system within 48 hours of reported high and low blood glucose event. The customer stated that the insulin pump had insulin flow blocked alarm during basal. The insulin pump will be returned for analysis.